Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced to resolve the reported event.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1009-9000-000 anesthesia gas machine experienced inaccurately displayed tidal volume. The report was received from a single source. The reported event did not involve a patient.